Event description:
It was reported to medtronic minimed that the customer experienced damage (physical/cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. It is unknown that if the customer will discontinue the use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock the sc1 cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, detached retainer ring, missing o-ring(reservoir tube), broken reservoir tube lip, cracked keypad overlay, and stained keypad overlay. Per observation that the knit line near the belt clip plate is normal. No cracks on the case during the visual inspection. Cosmetic damage at the battery compartment(crack) was not confirmed, however, other cosmetic damage confirmed where scratched case, detached retainer ring, missing o-ring(reservoir tube), broken reservoir tube lip, cracked keypad overlay, and stained keypad overlay was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.